Manufacturer narrative:
E1: phone: (B)(6). E3: occupation: quality specialist. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a male patient of undisclosed age underwent a flexible ureteroscopy-lithotripsy procedure in which the flexor ureteral access sheath and dilators were used. While removing stone fragments, the surgeon noticed that fragments of the inner part of the sheath were coming loose. The surgeon removed the fragments and the sheath at the end of the procedure, replacing it with another. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.